Event description:
It was reported "sheath caused excessive bleeding". Additional information states that the iab catheter was removed and replaced. The second iab catheter was replaced in a different site. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4)